Event description:
During routine left heart catheterization, the axera access device broke leaving a wire in the patient's femoral artery. The physician attempted to locate and remove the wire with hemostats under fluoroscopy, but this was unsuccessful. A cut down procedure was then initiated; however, the wire could still not be located and the patient was transferred to the surgery suite for exploration of right groin with common femoral artery endarterectomy and patch angioplasty with removal of guidewire.